Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set separated between the female connector and the main body. The nurse reported, when the patient ¿disconnected from their manual exchange the transfer set unscrewed between the light blue and dark blue tip.¿ this occurred during use for peritoneal dialysis therapy and occurred one day after the patient had just received a new transfer set (ts) as a routine six (6) month ts change. As a result, on the occurrence date of the event, the patient¿s transfer set was changed again. There was no patient injury or medical intervention associated with this event. No additional information is available.